Event description:
The patient underwent tha on (B)(6) 2015. She was infected after tha and additional surgery was performed on (B)(6) 2015. In the additional surgery, the head and the liner were replaced to new ones. Also, removed soft tissue and cleaned.

Manufacturer narrative:
Other devices listed in this report: catalog: 542-11-44c description: trident psl with purefix ha lot: 44546901; catalog: 5353-0-114 description: centpillar tmzf size 4 right lot: 47329901; catalog: 6570-0-232 description: delta v-40 ceramic head 32/+4 lot: 49912803. An event regarding infection involving a trident liner was reported. The event was not confirmed. Device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review by a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and the reported sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. Discarded.